Event description:
The complaint report described the issue the physician experienced as: "(B)(6) 2019: the procedure of tevar was performed and the relay plus device was implanted. During the procedure, CT scanning confirmed no endoleak. (B)(6) 2019: CT scanning revealed endoleak (type iiib) from the second stent of the graft (proximal end). The diameter of the aneurysm seems to be bigger compared to the status before the procedure. An additional treatment for the aneurysm is under consideration. Email received on 08/30/2019 from miyuki matthews, qa, terumo japan: no images will be obtained since this case has already been closed. Additional information provided by our sales representative is as follows; (B)(6) 2019: another relay plus device (28-m3 32 095 32 22 90u, lot#181218170) was implanted. According to angiography during the procedure, the physician thought that the endoleak type was not type iiib but type ia. (B)(6) 2019: CT scanning confirmed that the endoleak disappeared." Patient outcome: "n/a."